Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Pump error alarm during self test and pump error 4 alarm confirmed in the pump history due to broken trace on keypad assembly. Unit was received with missing serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.